Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure in the right femoral artery, the distal part of the delivery system broke off and the stenting procedure could not be completed. During the attempt to remove the delivery system, the popliteal artery was dissected and a surgical intervention was necessary to remove the remaining parts from the pt. The pt was reported to be in good condition following the successful removal of the remaining parts during surgery.